Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient had difficulty awakening. Upon consultation and examination with neurosurgery, the patient was able to make eye contact, but not follow commands, or respond to pain stimulation. Magnetic resonance imaging was performed and showed occlusion in the left middle cerebral artery m2 segment and a faint diffusion weighted imaging hyperemia in the same area. Subsequently, emergency thrombectomy was performed. No hemorrhage was observed via computed tomography, and rehabilitation was continued. There was improvement in activities of daily living, however, aphasia and "enforcement" remained present. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient had difficulty awakening. Upon consultation and examination with neurosurgery, the patient was able to make eye contact, but not follow commands, or respond to pain stimulation. Magnetic resonance imaging was performed and showed occlusion in the left middle cerebral artery m2 segment and a faint diffusion weighted imaging hyperemia in the same area. Subsequently, emergency thrombectomy was performed. No hemorrhage was observed via computed tomography, and rehabilitation was continued. There was improvement in activities of daily living, however, aphasia and "enforcement" remained present. No additional adverse patient effects were reported. Additional information was received from the patient's family to report, while at a rehabilitation hospital, the patient suffered from aspiration pneumonia and subsequently died. The death occurred one month, three weeks following the valve implant procedure. The cause of death was listed as an infection.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event and date of death b5. A second paragraph was added. H1. Type of reportable event updated. H6. Patient codes were added. Additional codes. An annex f code was added. Corrected data: e. Facility street address to include the street number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.